Event description:
It was reported that a new ilet pump would not charge despite multiple chargers and outlets, with one brief blue light flash on placement and the on-screen battery icon indicating charging without any increase after removal, consistent with premature battery discharge and involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.